Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The customer reported that their compressor mini could not turn on. A service engineer changed the fuses. The unit started but the compressor motor still did not start and low pressure alarm was generated. The engineer opened the compressor mini and found that a cable on the compressor with motor part was broken. By replacing the compressor with motor part, the unit started and passed all functional tests. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The broken part was then discarded so the root cause could not be investigated.

Event description:
Manufacturer's ref #: (B)(4).